Event description:
It was reported that the implantable pacemaker was suspected of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed a consistent, gradual increase in power consumption over the past year or more. To date, this device remains in service. No adverse patient effects were reported.